Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when the surgeon closed the gun across the rectum, he could not then re-open the jaws to reposition them while it was locked on tissue. When they did manage to open the jaws, they removed the device from the patient via the trocar. They attempted to close and re-open outside of the patient, and were unable to do so again. Therefore, they put the device down and opened another to continue with the procedure. There were no patient consequences.